Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric surgery, after the fifth firing, the stapler stopped, unable to fire with the remaining loads. Replaced by a new device to complete the case. There was no patient injury.